Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the customer went into diabetic ketoacidosis and was on life-support for seventeen days. The cause of death was diabetic ketoacidosis, hardening of the kidneys, sclerosis of the liver and pneumonia. The caller stated that the customer had pneumonia and kidney failure. The caller did not know the customer's blood glucose. The customer was wearing the insulin pump at the time of death. The customer was wearing a sensor at the time of death. The caller stated that they do not have the customer's insulin pump. The caller did not have the insulin pump at the time of the phone call, therefor, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.